Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported being on a plane and gave herself too much insulin, and then didn¿t eat enough food to cover it. The patient ended up losing consciousness on the escalator at the airport after exiting the plane. At this time, the cgm device had ¿no connection¿ but the exact error message could not be recalled. The patient was carried by a stretcher and transported to the emergency room (ER). The patient reported being in the hospital for one night. The patient was in a hurry by this point in the conversation and no further event details were reported, including medication and treatment details. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On 05/24/2025, it was reported that the patient reported being on a plane and gave herself too much insulin, and then didn¿t eat enough food to cover it. The patient ended up losing consciousness on the escalator at the airport after exiting the plane. At this time, the cgm device had ¿no connection¿ but the exact error message could not be recalled. The patient was carried by a stretcher and transported to the emergency room (ER). The patient reported being in the hospital for one night. The patient was in a hurry by this point in the conversation and no further event details were reported, including medication and treatment details. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour. The probable cause was determined to be the mobile device lost power. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).